Manufacturer narrative:
H3: the pipeline flex and phenom 27 were returned for analysis. Only the pipeline flex ptfe sleeves, tip coil, braid and two segments of the phenom 27 catheter were returned. The pipeline flex distal core wire was found separated at the ptfe sleeve restraint. The pipeline flex tip coil was found damaged. The pipeline flex braid ends were found not open and damaged (frayed). The pipeline flex distal core wire was sent out for sem (scanning electron micrographic) analysis. The phenom catheter was found separated 6.5cm from the proximal end of the hub, at the strain relief. The tubing material of the separated end exhibited with jagged edges and stretching with the inner wire protruding from within. An 5.5cm segment of the phenom 27 catheter body was returned. The inner lumen of the phenom 27 catheter hub was found damaged. One end of the separated phenom 27 catheter segment exhibited with jagged edges and str etching with the inner wire protruding from within which indicates the catheter separated as the tensile strength of the tubing material was exceeded. The other separated end of the phenom 27 catheter appears to have been cut. It was reported that the customer int entionally cut the phenom 27 catheter. The sem report shows the pipeline flex distal core wire failed via torsional overload. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open¿ was confirmed. Possible causes for failure to open are patient vessel tortuosity, damaged braid, braid improperly sized to an atomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or inappropriate anatomy. The patient¿s vessel tortuosity was ¿severe¿, and it was reported the braid was deployed in a vessel bent. In addition, it is possible the damage found with the pipeline flex braid contributed to the event. Regarding the customer¿s report of ¿resistance during retrieval¿ the issue could not be confirmed. It is possible the damage found with the phenom 27 catheter hub contributed to the event; however, the cause for the damage could not be determined. The pipeline flex pusher was not returned; therefore, any contributing factors could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The distal part of the pipeline had been positioned in a bend.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open in the distal portion and became stuck in the hub of the phenom catheter during retrieval. The patient was undergoing treatment for a large unruptured, saccular aneurysm located in the left cavernous sinus segment of the ica. The max diameter was 20mm, and the neck diameter was 7mm. The patient¿s vessel tortuosity was severe. The landing zone was 4.9mm distal and 4.9mm proximal. It was reported that the doctor had great difficulty to get the distal section of the pipeline to open. After several attempts, they believed that the stent had probably fatigued and opted to remove it. The stent jammed in the hub of the phenom 27 microcatheter during retrieval and had to be cut from the catheter. The stent can be seen to be crimped at the distal end. The phenom was replaced, and the patient was successfully treated with a second pipeline. More than 50% of the pipeline had been deployed when it failed to open. The doctor had resheathed the pipeline more than 2 times, and no additional steps were taken to open the device. Angiographic results post procedure were said to be very good. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU).